Event description:
It was reported that a chronic right ventricular (rv) lead was exhibiting a high pacing threshold. The device remains in service, and it is not expected to return. No adverse patient effects were reported.